Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the myocardial infarction was not related to the implant procedure or the crt-d system and the device detected and treated the arrhythmia appropriately. It was added the patient was unstable with secondary prevention prior to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days following implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient was in the intensive care unit (ICU) and experienced a myocardial infarction with fibrillation therapies. It was noted the patient passed away on the same day. Additional information has been requested, however, is not available.